Event description:
The customer reported that the unit has an alarm message patient circuit occluded. The customer contacted product support and the biomed is reporting the v60 diagnostic code alarm message: patient circuit occluded. The customer is reporting the blower has been replaced but the unit is still displaying the error. Product support advised the customer to complete v60 performance verification and report back anything that is out of specification. The customer is reporting they have replaced the v60 gas delivery system and are currently testing the unit. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
B4:28sep2021. The customer stated the device was in use when the issue was discovered. There was no delay to therapy and no patient harm. Following the evaluation of the device, the customer replaced the gds and internal tubing, but that did not resolve the issue; alarm message error codes: 1201-patient circuit occluded, and 1202-proximal pressure line disconnect were displayed. The customer then replaced the data acquisition pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests.